Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 280 mg/dl and 389 mg/dl and it was addressed with correction boluses via the pump. During troubleshooting with tandem's technical support, it was noted that there were air bubbles in the tubing. The customer primed the tubing, removed the air bubbles, and resumed insulin delivery. At the end of the report, the customer's bg level lowered to 330 mg/dl.